Event description:
Implant fracture at implant placement.

Manufacturer narrative:
The product was returned, and the material number was changed. However, the state in which the product was returned prevents the verification of the correct material number, therefore the default material number has been used for this complaint. Hence this updated report.

Event description:
Implant fracture at implant placement. The product was returned, and the material number was changed. However, the state in which the product was returned prevents the verification of the correct material number, therefore the default material number has been used for this complaint. Hence this updated report.